Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. No product was returned for investigation. The cause of the ventricle perforation was use related and related to pushing the pump too far into the ventricle. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 80-year-old male undergoing high risk coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. The patient had a "very bruised" heart from recent acute myocardial infarction. The 5.5 pump perforated the left ventricle (lv) wall. The patient was surgically repaired with a patch and then the chest was closed. The lv perforation was repaired and the patient had the 5.5 support ongoing for 94 hours when weaned and explanted.